Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they have a sensing problem with their implantable pulse generator (ipg) and felt a weird sensation around the pacemaker area. The ipg remains in use. No further patient complications have been reported as a result of this event.